Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. Therefore, the cause of the customer reported failure mode cannot be determined at this time.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a crack on the tip of the harmonic ace instrument was observed. In addition, when the event occurred, an unspecified error message occurred. A fragment from the instrument fell inside the patient and was retrieved during the same surgical procedure. A backup of the same harmonic ace instrument was used to complete the procedure robotically. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. When the event occurred, the surgeon was performing dissection. And the instrument had been in use for about 30 minutes. The surgeon did not notice any issues with the instrument's functionality during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument was not removed during the procedure. The wrist was straightened upon removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event occurred. It was visually confirmed all pieces were retrieved. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications.